Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid-right coronary artery that was mildly tortuous, and moderately calcified. After the xience prime 3.5 x 33 mm stent was deployed, a distal edge dissection was observed. Another xience prime 3.5 x 18 mm stent was used as treatment. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Correction: part number has been changed from 1011710-33 to 1011710-38. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the previously filed medwatch report, part number has been changed to 1011710-38.